Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The facility reported to mitek via phone that during a "nasal valve" repair with the use of a microfix quickanchor for fixation, both of the p-3 needles came away from the suture and fell into the body. When the surgeon was at the point in the valve repair that required suturing, he started with the 1st needle and it came off of the suture and fell into the patient's nasal/face area. The surgeon took 20 minutes exploring the area to locate and retrieve the needle; however, he became concerned about doing harm and so, decided to suture up and close. At this point, the surgeon took hold of the 2nd needle and it also came away from the suture with the same results as the 1st. Both needles were not able to be retrieved, they remain in the patient's face. The surgeon is waiting for the patient's numbness to leave his face: said that it may be several months; and at some time after that, when the patient regains facial sensitivity, he may be able to feel the needles and this may possibly aid in retrieval effort.